Event description:
A patient reported via the vns therapy (B)(4) that she had vns implanted two years ago and she indicates she has not gotten ¿any better¿ but ¿worse,¿ if anything. No further information was reported or available. No known interventions have occurred. No additional relevant information has been received to date. Attempts for additional information has been unsuccessful to date.